Manufacturer narrative:
Section b5: corrected. Manufacturer's investigation conclusion: the reported event of corrosion in the inline connector of the modular cable was confirmed; however, the reported event of the cable causing user shock was not confirmed. The returned modular cable, lot 10055831, was inspected and found to have corrosion on multiple pins inside the inline connector. It was functionally tested with the returned controller and found to operate as intended during analysis; no alarms were produced. The cables internal conductors were also tested, and no anomalies were noted. The mod cable was connected to a safety analyzer to measure the reported current leakage. Current leakage was tested from both connectors and was found to be within specification; current was measured to be less than 10 a. The provided information indicated that exchanging the system controller and modular cable did not resolve the driveline alarms nor the shocking coming from the inline connector. The patient did not recall getting the driveline wet. A root cause for the reported event of corrosion was not conclusively determined through this analysis. A root cause for the reported event of user shock was not conclusively determined through this analysis. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 lvas patient handbook (rev d) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works,¿ section 3 ¿powering the system,¿ section 4 ¿living with the heartmate 3,¿ and section 6 ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the modular cable, in such ways that would avoid the user feeling an electrical shock. Heartmate 3 instructions for use (rev. B) contains the following information for safety testing and classification: the heartmate iii left ventricular assist system has been thoroughly tested and classified by underwriters laboratories, llc (ul) to the fire, casualty, and electric shock hazard requirements of the following safety standards, as applicable: ¿ iec 60601-1:2012 (ed. 3.1) ¿ iec 60601-1:2005 + corr. 1:2006 + corr. 2:2007 (ed. 3.0) ¿ iec 60601-1-11:2015 ¿ iec 60601-1-8:2006 + a1:2012 ¿ iec 60601-1-6:2010 + a1:2013 ¿ iec 62366:2007 + a1:2014 ¿ en 60601-1:2006/a1:2013 (ed. 3.1) ¿ en 60601-1:2006 +corr. 2:2010 (ed. 3.0) ¿ ansi/aami es60601-1:2005/(r)2012 and a1:2012, c1:2009/(r)2012 + a2:2010/(r)2012 (ed. 3.1) ¿ ansi/aami es60601-1:2005/(r)2012 and c1:2009/(r)2012 and a2:2010/(r)2012 (ed. 3.0) ¿ can/csa c22.2 no. 60601-1:14 (ed. 3.1) ¿ can/csa c22.2 no. 60601-1:08 (ed. 3.0) ¿ can/csa c22.2 no. 60601-1-11:15 these standards require making the following declarations and stating the type and degree of protection for listed hazards. ¿ ul 60601-1, 1st ed., 2006-04-26 ¿ can/csa-c22.2 no. 601.1-m90 (r2005) -declaration concerning general safety standards: type of protection against electrical shock: power module: ¿ class I (grounded) when connected to ac mains ¿ class I (grounded) when connected to ac mains ¿ class ii when connected to backup battery lithium-ion batteries: ¿ class ii battery charger ¿ class I mobile power unit ¿ class ii -degree of protection against electric shock: type cf (cardiac floating) no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient also reported shocking sensations when the modular cable came in contact with their skin. There was no damage noted on the system controller but it was unknown if the system controller may have been exposed to water.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on their way to the hospital with driveline communication fault alarms. The plan was to admit the patient. The patient had also sustained damage to their pump cable could possibly require it to be cleaned. The driveline communication fault was confirmed upon arrival. It was cleared at 4:06 pm and came back at 4:22pm. Photos of the damage were taken with measurements from the exit site. The patient also reported being shocked by the pump cable randomly. The current system controller was also reported to have membrane damage. The log files were reviewed and confirmed communication a faults on (B)(6) 2024. There was corrosion observed in the driveline connector. Additional log files were reviewed and found pump stops related to the driveline connector cleaning. Communication a faults returned after the cleaning and the problem was not resolved. The system controller and modular cable were exchanged.

Event description:
The system controller and modular cable were exchanged and the issue still was not resolved. The patient was sent home with the plan to monitor and care as normal. The patient returned to the clinic with a recurrence of communication fault alarms. It was noted that it is now not possible to see pump parameters except for power when connected to the heartmate touch. It was suspected that there was now damage to both the communication lines a and b. The log files were reviewed and confirmed communication a and b faults beginning on (B)(6) 2024. The patient does not recall getting the driveline wet. The patient stated that the shocking of the modular cable and pump cable connector has continued. The connector was not inspected for more corrosion.

Manufacturer narrative:
Section d4 and h4 - updated with new product information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.